Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to broken damaged/ wear of the front case. Device history review a review of the device history record for sn (B)(4) was performed from date of manufacture 01/27/2012 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.